Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros phbr quality control result was obtained. No patient samples were known to be affected. The investigation could not determine a definitive root cause. However, improper pre-analytical quality control fluid handling cannot be ruled out as a contributing factor. There was no evidence that the vitros 5600 analyzer or vitros phbr reagent slides were not operating as intended.

Event description:
A customer obtained a non-reproducible, higher than expected vitros phbr quality control result (level 3 = 77.13 ug/ml vs. Expected result of 60.0 ug/ml) while using a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).